Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 24 may 2024, a 14f amplatzer amulet delivery sheath was chosen for a procedure. During procedure, after the transseptal puncture heparin was administrated and while evaluating the prothesis to be used, thrombus development occurred in the delivery sheath. It was noted that the shape was fiber-like. The sheath was in the patient for 20-30 minutes. The activated clotting time was not checked. The patient did receive an unknown dose of heparin after the transeptal puncture. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of patient device interaction problem (thrombus) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.